Event description:
Complainant alleged that during a shift check, when the autopulse resuscitation system was powered on, it displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The user advisory was unable to be cleared by powering the device on/off. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 02/19/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.